Event description:
This report is based on information provided by field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual defibrillator indicating during annual preventive maintenance, the battery has 1 green light when batter is charging. After further inspection, it was discovered the charging port was broken so this prevents the device from connecting to the ac (alternate current) adapter. There was no patient involvement, no impact as this issue was reported by the field service engineer as a bench finding. Pending device repair.